Manufacturer narrative:
(B)(4). Batch n90k1t. The device was returned with no apparent damage. The instrument was mechanically tested and it was noted that the lever did not actuate the clamp. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the condition of the internal components and a component from the lever-clamp mechanism was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the component affected the interface between the hand piece and the device. Also, corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument and the condition of the tube collar, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.